Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and inspected. The anchor is broken near its distal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. It was reported the screw broke while drilling. It is a possibility the drilling was off angle or excessive force was used during the process, causing the screw to break. Other than this possibility, we cannot discern a root cause for this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints for this lot released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in switzerland that during knee surgery, it was observed that the tip on the milagro advance screw, 8 x 23mm was broken. According to the report, the event occurred during drilling in the screw in a correct angle. It was reported that the surgery was completed using a same like product. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.